Manufacturer narrative:
B3: event date is unknown. G2: country of origin is india. H6 - the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having minimally invas ive spinal fixation spinal therapy at the l4-l5 level. It was reported that the screw's tulip separated from the shaft after implantation, and the implant broke. No additional surgery or treatment was performed as a result of this event. The patient experienced post-operative back pain as a symptom. Additional inform ation received from the manufacturer representative that this event is the revision surgery and the device explantation happened on 2025 september 23. There were unknown patient symptoms reported post surgery.

Manufacturer narrative:
Radiographic image review concluded that lateral fluoro l5 s1 interbody fusion, s1 screw tulips separated from shank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.